Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a battery failure. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, g3, g6, h2, h3, h6 (type of investigation, component codes, health effect ¿ impact codes, investigation findings, investigation conclusions) a getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The batteries were not charging. The fse replaced the power management pcb (0670-00-1162). The fse then verified that both batteries were taking a charge. The fse performed safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a battery failure. There was no patient harm reported.